Event description:
A zoll patient service representative (psr) called zoll customer support to report that a (B)(6) male patient could not be base-lined during patient fitting. The patient was given a replacement electrode belt and was able to be base-lined.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (unable to base-line) was confirmed. Upon investigation the electrode belt failed a signal fall-off test due to a defective pca board. The root cause of the defective pca board could not be positively identified. No adverse event resulted from the defective belt pca board. The patient received a replacement electrode belt.